Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the legal manufacturer and a correction to the initial medical device report. Upon further review the reported internal leak in a videoscope was determined to be a non reportable malfunction. Per the legal manufacturer, a predicate complaint search and risk documentation review has concluded this phenomenon falls within current risk assessment as this malfunction is not likely to result in death or serious injury if the failure were to recur.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, a strong leak was found in the bx channel. The switch camera contained a cut on switch number one. The plastic was found with deep dents and the light guide lens contained fluid. The rubber glue was cracked the insertion tube had minor scratches. The bending section contained a screw inside unable to be removed. No other issues were found during the device inspection. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported an internal leak in a videoscope. There was no patient involvement or injuries reported. No additional information has been obtained.